Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the clinic plans to continue to monitor this patient and confirmed that there were no adverse patient effects. This product remains in service.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. This product remains in service. No adverse patient effects were reported.